Manufacturer narrative:
The battery was returned for evaluation. It was found that the plastic shell of the battery overheated and a hot-melt cavity formed; the internal protection board circuit was exposed and some components were damaged. CT photography was taken to check the battery. The two cells in the battery had an integrated structure, the pressure release valve was intact and didn't act. The integrity of the battery was maintained. X-ray photography was taken; the wire connected to the battery cathode fell off from the nickel sheet welding position, the pcb board near vb- was lost, which meant the battery pcba circuit had overheated. The battery was replaced, the unit was repaired and returned to the customer.

Event description:
It was reported that the battery inside the beneview t1 patient monitor overheated. The customer observed a battery related alarm at the central station, and removed the battery from the monitor. When removing the battery, the customer observed smoke coming from the battery. No patient injury was reported.